Event description:
Device 1 of 2. Please see mfg report #1627487-2010-02505 for device 2. On (B)(6) 2007, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was having difficulty locating the ipg with the charger. The pt was issued a new charger. On (B)(6) 2010, it was reported that the new charger resolved the issue. The pt, however stated that the stimulation intensifies the discomfort of the neuropathy in her feet. On (B)(6) 2010, it was reported that the pt is no longer satisfied with the scs system and believes it has been increasing her pain. The pt would like to have the device explanted.

Manufacturer narrative:
Evaluation - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.